Event description:
During an electrophysiology procedure using a reflexion spiral ep catheter, electrodes 19 and 20 became detached from the shaft. Upon removal of the reflexion spinal ep catheter from the introducer at the conclusion of the procedure, it was noted electrodes 19 and 20 had peeled off their original positions but remained on the shaft of the catheter. There were no adverse consequences for the patient.